Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the ureter got ripped by the digital ureteroscope. The doctor was using an access sheath that went almost all the way to the kidney. As the doctor was making the turn, the scope tore the ureter.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. The unit was tested with different units at different locations and the picture was always good along with all the functions. The tests conducted included labeling, cosmetic, cold/hot pixel, mechanical integrity, articulation, button functionality, image quality inspection, intermittent connection, leakage etc.) And we did not find anything wrong with the unit. The unit conforms to specifications. The venting cap was received along with the unit. The root cause of the issue reported by the customer could be design and/or user. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the ureter got ripped by the digital ureteroscope. The doctor was using an access sheath that went almost all the way to the kidney. As the doctor was making the turn, the scope tore the ureter.